Manufacturer narrative:
The device was received and a bend was noted on the exposed portion of the cannula. A hole was also noted in the soft cannula, occurring at the bent portion of the cannula. Fluid testing showed that insulin was able to pass out the distal tip, but a portion of fluid was diverted through the hole. It is unclear when bend and hole formed, or if they contributed to the reported event. A root cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 24 and 36 hours on the leg.